Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country: south africa. Review of the most recent repair record determined the rpm could not be verified because the motor stops. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during testing the device was not working ad it did not engage when pressed to give power. There was no harm or delay reported. During evaluation, it was discovered that the motor stopped. Due diligence is complete. No additional information is available.